Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately and met all design specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.

Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that upon interrogation, this device exhibited a fault code. Additionally, the device had previously declared end of life (eol). Currently the battery voltage was 2.55 volts, with a charge time measurement of 32 seconds. Interrogation noted several diverted episodes that did not treat, which triggered the fault code. The boston scientific sales representative reported that it was likely that the device had not been interrogated since implant. Technical services discussed replacement recommendations. To date, no adverse patient effects were reported with this clinical observation.

Event description:
--